Manufacturer narrative:
(B)(4). Reporter¿s complete mailing address was not provided. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 7 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air pen drive device stopped working when used together with the battery handpiece device, hand switch device, k-wire attachment device, drill-attachment device, sagittal saw attachment device and the double air hose device. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.